Event description:
It was reported that the patient acquired a seroma at the incision site. The physician remove the seroma and drained the site. There have been no reports of further complications regarding this event.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.